Event description:
A user facility reported to olympus that during a procedure, the video system center was highly reflective and caused the whole image to be black. The procedure was completed using the same device with gif-h170. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was evaluated by olympus (B)(4). The evaluation was unable to confirm the reported event. The evaluation found no difference in the image quality between the subject device and the test device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon the ¿entire screen was dark¿ was not duplicated. It was not possible to determine whether the indicated phenomenon occurred due to a defect of the subject device. The repair department did not confirm the occurrence of the phenomenon. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.